Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implantation procedure, when the iol was implanted, a part of the optic was found slightly chipped. Although there was some resistance when implanting, but the plunger was advanced as it was. Since the place was hidden by the iris and the iol was toric, it was a big burden for the patient to remove it, and as no problem with the patient's visual acuity was observed, the surgery was completed. The patient was under observation, and no particular problem was observed. The lens remains implanted in the patient's eye.